Event description:
The customer reports that while on a patient, the pump over infused. The pump was programmed for a bolus of 25ml of demorol and it infused 250ml. There was no patient injury reported. It is reported that the patient is doing okay. There was no visual physical damage on the pump. Curlin medical clinical rep spoke with rn, qa coordinator, at medical center in 2008. She indicated that the nurse had hung the bag of demerol and 15 minutes later had noticed that the bag was almost empty and the patient was unresponsive though vital signs were stable. Patient was note coded nor transferred or given any additional medication to counteract the narcotic. The patient was a female who when awoke, felt she had a well needed rest, and was discharged home the next day. Rn was encouraged to be sure all her nurses were aware to return the pumps to biomed for volumetric testing and inspection of the pump whenever it is dropped. She agreed.

Manufacturer narrative:
Conclusion: pump history log does not show evidence of the reported failure. According to the pump history log, this pump was never programmed to deliver 25 ml at all. Pump history shows that in 2008 at 11:18am, the pump was programmed with a load dose of 25 mg. The bag volume was 50 ml, concentration was 1 mg/ml, the rate was 10 mg/h bolus was 10 mg. The pump was primed for 3.9 ml and load dose was stopped at 21.8 mg. At 11:36am, the therapy was repeated and changed the bag volume to 30 ml with concentration of 10 mg/ml. Volumetric tests performed on pumps for 10 ml at 125 ml/h show the following results: 9.919, 9.921, 9.945. The pump does not over infuse.